Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that the main indicator was not on; this condition had the potential to interrupt delivery. The reporter checked the main lead, pump fuse, and the external pump fuses two times. It is unknown when this event occurred. Patient involvement is unknown. There was no reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during product evaluation. This condition was caused by a faulty power supply printed circuit board assembly (pcba). The pcba was replaced to correct the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. This involved a colleague p1.7 infusion pump with user interface module master software version 7.01.00. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.